Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. A winding former with a re-parked needle/suture of product code were returned for analysis. During the visual inspection of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on barbs were observed; damaged and missing barbs were noted. However, one side of the fixation tab was broken and the other side was damaged slightly bent. Per the condition of the sample received, the assignable cause of the fixation feature breakage suggests an improper handling of the sample.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and a barbed suture was used. During surgery, the tab detached in posterior lumbar decompression. It did not fall inside of patient. A replacement was used to complete. No additional information was provided. Upon evaluation of the sample it was noted that fixation tab feature was broken.